Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose unknown. Customer's recent blood glucose was 220 mg/dl. Unable to troubleshoot due to past event. Customer does not want to return the set and reservoir for analysis. Customer will monitor the issue and will report back if problem persists.